Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin in the cartridge and was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. The customer's blood glucose level was not specified, but it displayed as "high," indicating an adverse impact. The customer addressed the high blood glucose level using multiple daily injections (mdi), cleared the alarm, and resumed insulin.